Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed a cut on the tubing. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported to baxter (B)(4) an interlink system solution set in which a hole was discovered in the tubing when taken out of the packaging. The condition was identified during priming and there was no patient involvement. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.